Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and confirmed that the iabp unit would not recognize when the iabp port is plugged for all manifold tests. The stm noted that the iabp unit would not pull to vacuum and fails to autofill. To correct the issue, the stm replaced the helium reservior assembly then ran all manifold tests several times. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated fault # 34, fault # 58, and fault # 124. In addition, during all manifold tests, the iabp unit would not recognize the luer plug. It was speculated that there was a possible issue with the pressure transducer or front end board. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
During review of this complaint, it was noticed that patient involvement information as "no patient involved" was provided, but a supplemental report was not sent. This supplemental is to capture and report that there was no patient involvement in this event.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated fault # 34, fault # 58, and fault # 124. In addition, during all manifold tests, the iabp unit would not recognize the luer plug. It was speculated that there was a possible issue with the pressure transducer or front end board. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.